Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. This emder is being submitted for unknown number quantity. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was in the cannula. The infusion set was in use for one day. Blood glucose at the time of event was high and patient took correction bolus via pump. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.